Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited noise and oversensing resulting in an inappropriate shock being delivered to this patient. Isometrics and pocket manipulation was performed which showed noise in all vectors. The field representative thinks an x ray was performed but was not certain. Subsequently, this electrode was explanted and replaced. The new electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited noise and oversensing resulting in an inappropriate shock being delivered to this patient. Isometrics and pocket manipulation were performed which showed noise in all vectors. The field representative thinks an x ray was performed but was not certain. Subsequently, this electrode was explanted and replaced. The new electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. There were noted cuts in insulation suture sleeve area and melt marks in outer insulation, likely explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.